Event description:
According to the reporter, during a laparoscopic totally extra peritoneal, the device had a valve seal damaged. They started the ope ration with the device where there was immediate leakage after gas fill. They changed it with the new instrument which also had a leak after gas fill. They use surgical cloth to seal the surrounding of the trocar. There was no patient injury.